Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue and the reason the issue could be confirmed at the pil.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the sales representative, who went to the customer site to collect the device, of the issue. The sales representative was informed that the issue could not be resolved by touchscreen calibration. The device experiencing the issue was replaced with another v60 ventilator and collected by the sales representative. On 31mar2025, an authorized service provider (asp) confirmed the touchscreen issue, and also confirmed that a touchscreen calibration did not resolve the issue. The asp replaced the touchscreen to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.